Manufacturer narrative:
Investigation summary: bd received no photos or samples for this reported issue. A total of 30 retained samples were visually inspected, and all samples passed the test with no foreign matter found on the IV cannula. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: foreign matter - unknown. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using one (1) bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the user noticed there was a black piece of foreign material already on the needle. No adverse impact was reported regarding the patient or user.